Event description:
It was reported that the patient received inappropriate shocks for supra ventricular tachycardia (svt). The wavelet matched but was not applied due to atrial undersensing. Additional programming of the treatment zone was performed. The device and right atrial (ra) lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2008; 6947, implantable tachy lead, (B)(6) 2008. (B)(4).